Event description:
It was reported that the basket broke at the drive wire inside the shaft of the product during a stone removal procedure in 2008. The pt had a stent in place prior to the procedure. The doctor was unsuccessful in breaking up the stone using a laser prior to attempting to capture the stone with the basket. The stone was not in the basket when it was being lasered. The size of the stone is unk. The doctor was able to capture the stone on the first attempt with the basket. While the doctor was pulling on the basket with the captured stone, the basket broke before it reached the tip of the semi-rigid ureteroscope. The doctor was using a semi-rigid ureteroscope with irrigation pressure of 150. The basket and stone migrated into the kidney before the doctor was able to grasp and retrieve it. The dr did not have a long enough scope to reach the basket. A stent was placed in the pt and the pt was sent home. The basket and stone remain in the pt as of 2008. The pt returned for an office visit on that day. Add'l info has been requested, but not yet received.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. Received stone basket assembly to include handle and sheath. Basket was not returned. The basket sheath was cut approximately 12 inches from the distal end to remove the ends for the drive wires from the sheath for inspection. The joint between the two nitinol wires of the basket and the drive wires was intact and appeared to be in good condition due to the depth of the crimps. The two nitinol wires were broken distal to the joint (basket to drive wire). One wire was broken approximately 1/2 cm distal to the joint and the other wire was broken approximately 1 cm distal to the joint. The ends of the nitinol wires showed evidence of necking down prior to separation. This is characteristic of a ductile failure and shows evidence that the basket failed under excessive stress. The assembly shows signs of being excessively stressed. The instructions for use states under the section warnings that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and or x-ray to determine the size of the object is recommended; do not use the bard dimension stone basket if the object is too large to be removed endoscopically. Under the caution section: objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdraw of the device, stop and determine the source of the resistance, as continued resistance may damage the device and could result in pt injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket.